Event description:
(B)(6): it was reported that the patient is intubated by orotracheal tube with the doctor in the operating room after the operation, and the airbag assisted ventilation returns to the ward. The ventilator is noisy. Assisted breathing, replaced the ventilator, and the patient's vital signs were stable. There was no injury reported.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).